Event description:
It was reported that the insulin gauge on the pump displayed a different amount than expected. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the customer in reloading the same cartridge, and the customer decided to monitor the situation and follow up if necessary.